Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy with biopsy on (B)(6), 2010. According to the complainant, after taking a sample using the device, there was difficulty retracting the needle, but the device was successfully removed from the scope (manufacturer unknown). Post procedure, the scope used in the procedure failed the leak test at the completion of the procedure and was sent out for repair. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.